Manufacturer narrative:
Philips has investigated this complaint. The device was in clinical use at the time of event. A philips field service engineer (fse) visited onsite and found issue with user interface. Fse taught customer how to save a log file for technical support and showed them not to put on the bulletin board above the control desk with instructions to save for tech support and monitored system for a while and if issue returns, they will save log file to see if system logs any errors or issues with foot switch. System returned for clinical use. The system was performing as intended and was handed over to the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch intermittently not produce x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.